Event description:
It was reported that the coblator cii unit failed intraoperatively. The issue resulted in a surgical delay greater than 30 minutes. No patient injury or other complications have been reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors that could have contributed to the reported event includes: (1) a power surge to the subject controller, (2) using an improper power cord or improper extension cord, or a loose power connection, (3) failure of an electronic component inside the subject controller, or (4) blown fuses on the in-coming power circuit. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.